Event description:
It was reported that during a micro discetomy a micro pituitary wouldn't hold tissue. It broke in the middle. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lower shaft of the instrument is broken, and both the upper and lower shafts are bent downward. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.